Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the records were reviewed and the reported event of electrogram not being saved was confirmed. Based on the information received from the field, the electrogram was read on the (B)(6) 2021 and therefore would not be read on the (B)(6) 2021. Since the electrogram was already read once, it would require an in clinic visit for the electrogram to be read again. The device is performing as designed.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted when a ventricular fibrillation event was seen on remote monitoring, at least one electrogram in the ventricular tachycardia monitor zone should have been saved, but it was not saved. The physician suspected a possible bug in the product software. No intervention was reported. The patient was in stable condition.